Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), fallopian tube neoplasm ("tumor / teratoma / cancer type: tumor on right fallopian tube") and internal haemorrhage ("internal bleeding") in a 32-year-old female patient who had essure (batch no. 925776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomen pain"), pelvic pain ("pain") and uterine pain ("uterian pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced fallopian tube neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (emergency right salpingectomy on (B)(6) 2014). At the time of the report, the perforation, fallopian tube neoplasm, internal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, abdominal pain lower, pelvic pain and uterine pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube neoplasm, fatigue, internal haemorrhage, pelvic pain, perforation and uterine pain to be related to essure. The reporter commented: on (B)(6) 2014: fallopian emergency removal due to fibroid tumor on right fallopian tube bursting. There was no actual removal talk regarding essure device removal. Emergency procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs+ mr received- new events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: tumor on right fallopian tube, fatigue, uterus pain, pain lower abdomen, patient did not undergo essure confirmation test were added. Lot number, date of birth were added. Na emergency unilateral salpingectomy with one-side essure removal was performed due to a tumor on right fallopian tube. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and internal haemorrhage ("internal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), internal haemorrhage (seriousness criterion medically significant) and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the perforation, internal haemorrhage and pain outcome was unknown. The reporter considered internal haemorrhage, pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.